Manufacturer narrative:
Approximate age of device ¿ the day of implant. The outflow graft was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure, during de-airing after outflow graft anastomosis to the ascending aorta, significant bleeding was observed coming from the connection between the outflow graft and the pump. A detachment was noted between the metal purple screw and the dacron outflow graft. The outflow graft was exchanged with a new one from the backup implant kit. The patient did not experience any adverse sequelae. The patient is stable in the ICU. No additional information was provided.

Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Age or date of birth, sex, weight: corrected information.

Manufacturer narrative:
The evaluation of the returned sealed outflow graft and the submitted images confirmed an issue that could have contributed to the report of bleeding from the outflow graft connection to the pump. The heartmate 3 sealed outflow graft conduit was returned in slightly used condition. Manipulation of the outflow graft hardware revealed that the screw ring used to tighten the outflow graft to the pump cover was loose. When the screw ring was pulled away from the graft attachment, it was noted that the c-ring was not present in the c-ring groove. Visual inspection of the proximal side of the screw ring revealed that the c-ring appeared to have been misplaced in the o-ring groove. A duration for which the c-ring was improperly seated could not be conclusively determined through this evaluation. The screw ring revealed no evidence of damage or defect to the screw threads, and no tool marks were observed on the exterior. The o-ring was present in the o-ring groove, and the graft attachment appeared otherwise unremarkable. The c-ring and the graft attachment will be cleaned and sterilized to undergo further inspection. The c-ring, when properly seated within the c-ring groove, secures the screw ring on the graft adapter. The improper placement of the c-ring would have prevented a leak-tight connection between the pump cover and outflow graft hardware, which could have resulted in the report of bleeding from the outflow graft connection to the pump. A corrective and preventative action (CAPA) was opened to investigate displaced or missing c-rings on the sealed outflow graft attachment. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.